Event description:
Reportedly, after an external defibrillation - the physician observed failure to interrogate the pacemaker. The device was explanted and returned for analysis.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.